Event description:
Caller reported a cartridge alarm issue with their insulin pump. Blood glucose level was not adversely impacted, staying below 500 mg/dl. Customer was advised by technical support to return the problematic pump and received instructions on using a backup insulin delivery method. A replacement pump with updated software was sent, and customer understood the necessary procedures for returning the faulty device and using the new one.